Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that in 1999, the patient received a cement less tha with ceramic-on-ceramic articulation in our department. Since then, the patient had no complaints and was occupationally and athletic fully functional. The day before admission, the patient slip and fell on an icy surface sustaining torsion to his left leg. Radiologically, a proximal femur fracture was noticed. A surgical revision is indicated.

Event description:
It was reported that in 1999, the patient received a cement less tha with ceramic-on-ceramic articulation in our department. Since then, the patient had no complaints and was occupationally and athletic fully functional. The day before admission, the patient slip and fell on an icy surface sustaining torsion to his left leg. Radiologically, a proximal femur fracture was noticed. A surgical revision is indicated.

Manufacturer narrative:
An event regarding proximal femur periprosthetic fracture involving an omniflex stem was reported. The event was confirmed through review of the medical records provided. Method & results: device evaluation and results: not performed as product was not returned- it remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: a patient fall on an icy surface caused a periprosthetic fracture around an omniflex stem 8-years post implantation requiring open reduction and fixation of the fracture while retaining all implanted devices. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: a review of the provided medical records by a clinical consultant concluded: a patient fall on an icy surface caused a periprosthetic fracture around an omniflex stem 8-years post implantation requiring open reduction and fixation of the fracture while retaining all implanted devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.